Manufacturer narrative:
Based on an FDA audit and the auditor's interpretation of the regulations and invacare's intent to follow the law, we are filing this MDR. User reportedly was caught in a rain storm resulting in the incident. Current user guide covers this area. MDR filed as a conservative measure.

Event description:
After the consumer was caught in a rain storm, the chair allegedly accelerated and turned on its own. The consumer allegedly got tangled in a fence due to the chairs alleged behavior. No injury is alleged.